Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke off the needle with very little force. The procedure was completed with same/like device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.